Event description:
It was reported that the zimmer dermatome was not cutting properly. Additional clinical f/u with the hosp indicated that the device was observed to have "a gap of approximately 1/4 inch on one side." No further info was available regarding whether this device was used for pt treatment. However, no pt injury or adverse outcome was reported.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 16 yrs old and was last returned to the MFR for repair on (B)(4) 2012. Prior to repair, the device displayed damage to the head of the device and over tightening of the 2 and 3 inch width plates. Prior to repair, the device was outside of calibration specifications at the zero thickness setting on the left side. Damage to the head of the device and lack of calibration most likely caused the customer's event. Clinical f/u did not reveal what width plate the customer utilized during the surgery. The cause is likely the user not maintaining the device per improper handling. The device was serviced and returned to the customer.